Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, difficulty crossing a lesion was encountered and a dissection occurred. The lesion was located in the diagonal bifurcation and left anterior descending artery (lad). The physician had tried to stent the lesion with a cypher stent, however, was unable to cross the lad. The physician then decided to perform a crushing technique. The physician had two stents and two guidewires in one guide catheter. According to the physician the catheter shaft and the guidwire kept getting entangled and multiple attempts were made to reach the lad. According to the physician because of the multiple attempts a dissection occurred. Due to the unreachability of the lesion the pt had to be transferred for bypass surgery. According to the physician the taxus stent strut may have flared out but he does not feel that it caused any complication. It was suggested by the physician that no failure of the taxus stent had occurred and the pt is at home doing "fine."